Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: called hamilton medical tech support head technician and talked to him about errors stated that technical event:231008 showed on 06/03 for release valve defective/valve leak. No patient involvement.

Event description:
The following was reported to hamiton medical ag: called hamilton medical tech support head technician and talked to him about errors stated stated that technical event:231008 showed on 06/03 for release valve defective/valve leak no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: called hamilton medical tech support head technician and talked to him about errors stated stated that technical event: 231008 showed on 06/03 for release valve defective/valve leak. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d1, d3, d4, g6, h2, h4, h11 .----------------------------------------------------------------------- follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The issue was reported by the customer after the device generated continuous audible and visual alarms during ventilation. Nevertheless, the event did not cause or contribute to a death or serious injury. The device displayed technical events 231007 and 231008, indicating an o2 valve leak. No log files were provided for further analysis. Based on the reported error codes, the failure may be related to a defective o2 proportional valve within the mixer assembly or a leak at the lpo/hpo inlet. Due to the lack of diagnostic data, the exact failure mode could not be confirmed, and the case was closed without further investigation. -----------------------------------------------------------------------